Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was between 160 mg/dl and 170 mg/dl and their sensor glucose readings were 100 points off. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer also reported receiving calibration error alerts and change sensor alerts. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.